Manufacturer narrative:
The insulin pump had missing segments due to a cracked display connector. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, a cracked reservoir tube, cracked reservoir tube window and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump has a partial display. The customer stated that the middle of the screen is always blank. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.